Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been deemed to be product related. Intuitive surgical, inc. (Isi) has requested the customer return the green reload used during this event, however the product has not been received. A follow-up MDR will be submitted if additional information is obtained. This event is being reported due to the following conclusion: it was reported that during a da vinci-assisted sleeve gastrectomy procedure, the sureform 60 stapler instrument fired a green reload and the staple line bled. It is unknown how much blood was lost.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the sureform 60 stapler instrument fired a green reload and received a "tissue too thick to continue" message. The stapler was removed, and the staple line was seen bleeding. The sureform 60 stapler instrument was loaded with another green reload and this staple line was continued. It is unknown how the procedure was completed. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.